Event description:
It has been reported that the bd synapsys¿ has been found experiencing application issues. The following has been provided by the initial reporter: customer reported for when reading one specific plate (c00000063189) they have the error "tests with semi-automated or automated preparation cannot be ordered due to the following error. Re-imaging may resolve: - plate not detected".

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd synapsys¿ has been found experiencing application issues. The following has been provided by the initial reporter: customer reported for when reading one specific plate (c00000063189) they have the error "tests with semi-automated or automated preparation cannot be ordered due to the following error. Re-imaging may resolve: - plate not detected."

Manufacturer narrative:
H6: investigation summary: customer reported for when reading one specific plate they have the error "tests with semi-automated or automated preparation cannot be ordered due to the following error.re-imaging may resolve: - plate not detected" this was logged against synapsys material #444150, serial # (B)(6). The dish was imaged with lid-on the first time but as the quality was not good, the customer re-imaged it after changing the plate cover. This is a confirmed failure of a bd product. The root cause is captured in scr (B)(4) and the v4.30 will resolve the issue.